Manufacturer narrative:
Lens was returned dry in cartridge tray. Visual inspection found residue on the lens surface. Lens has a curve shape. (B)(4).

Event description:
The surgeon indicated that a12.6mm micl12.6, -9.5 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was removed and exchanged for a shorter length lens due to observation of excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Additional information was received. The reported stated the vault was improved ou, but was still high. Iop is wnl. It is believed that the high iop from pupillary block caused the constriction issue. Pupil constriction and glare improved but are still present.